Manufacturer narrative:
The analysis of the atp console was completed by medtronic personnel. Testing found that the imaging system would display errors when installed on a known operational imaging system.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and replaced the atp board because the image acquisition system (ias) sometimes boots up and the generator starts to beep. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect part was returned to the manufacturer for evaluation, however results are not available at this time.

Event description:
A medtronic representative reported that outside of a procedure the image acquisition system (ias) on the imaging system beeps on boot-up. There was no patient present when this issue was identified.